Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The investigation found that the tissue pad was intensively worn out and partially missing. Based on the investigation results, it is likely that the missing part of the tissue pad occurred by the following mechanism: grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear intensively and partially miss away. However, the root cause of the reported event was not identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip, displayed that the tissue pad had peeled off and could not be used. The issue occurred during a therapeutic procedure, and the intended procedure was completed with another similar device. There were no reports of patients¿ harm.